Manufacturer narrative:
(B)(4). Follow up report for device evaluation and correction. Post investigation findings revealed the additional failure of barrel / flange damaged. It was reported there were pieces of plastic inside the syringe. To aid in the investigation, seven hundred six samples of 1ml luer lol syringes in sealed packaging blisters, material 309649 and lot 4183211, were received for evaluation by our quality team. Six hundred ninety-seven samples had no defects observed. Three samples had damaged to the barrel flange, one syringe had foreign matter outside the fluid path, and five syringes had foreign matter in the fluid path. The conditions observed were non-conforming per product specification and associated with the assembly process. A device history record review was completed for provided material number 309659, lot 4183211. The review revealed all visual inspections were performed per requirements with no quality notifications related to the defect reported. The lot was inspected and accepted based on our inspection control plan and approved for shipment. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Post investigation results indicate an additional failure of "barrel / flange damaged".

Event description:
Material # 309659. Batch # 4183211. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. . Cst stated they found a syringe that had pieces of plastic inside the syringe. They pulled the entire lot to take precautions as they use these to inject meds into the eye during surgery. Cst does have items that can be sent back. Lot#: 4183211. Product#: 309659. Additional information provided: . Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2024. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm, injury, complication, or negative outcome occurred. The issue was found before use on patient and taken out of use. 3. Please share the captured photo of the event if available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.